Event description:
It was reported that a user experienced elevated blood glucose after recent food intake and after a back injection received the prior day, while using the ilet system; the user reported no symptoms and attributed the elevation to medication from the injection, and the medical device problem and device component were not identified due to insufficient information. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication and interviews as well as analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.